Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA had no insulin flow. This occurred on 15 occasions. The following information was provided by the initial reporter: material no: 320122 batch no: 0057954. It was reported that the insulin does not flow when taking the injection. Verbatim: son called on behalf of his mother. Stated, when his mom does not get a flow of insulin when taking injections. Stated, does not prime before injection. Went over steps on how to attach and prime. 15 pen needles affected.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA had no insulin flow. This occurred on 15 occasions. The following information was provided by the initial reporter: material no: 320122, batch no: 0057954. It was reported that the insulin does not flow when taking the injection. Verbatim: son called on behalf of his mother. Stated, when his mom does not get a flow of insulin when taking injections. Stated, does not prime before injection. Went over steps on how to attach and prime. 15 pen needles affected.